Event description:
It was reported that during an unknown procedure, the device could not be fired. Then the surgeon changed to another reload unit. But it could not be fired either. So the surgeon used another new device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). Evaluation summary: the analysis showed that the atb45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with no damage to the reload lock out spring. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.